Manufacturer narrative:
Upon further review, there is no information indicating the explant was due to scar tissue or that scar tissue caused any of the reported issues. It was re-written to clarify that scar tissue was not directly associated to the explant.

Event description:
Information received from a consumer reported that different manufacturer representatives (reps) could never get where it felt right. One rep thought he had it where the consumer could live with it so the consumer went out to her car, and by the time she walked across the medium sized parking lot it jolted her so much she could not stand it. It was noted that the consumer made an appointment, went back in, and said to take it out. The consumer stated that nobody could seem to get it like the first rep did after it was put in. The issue occurred during use since implant. The spinal cord stimulator was removed. The consumer noted that she had scar tissue. The consumer's indication for use was other chronic/intractable pain (trunk/limbs).

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The patient reported she had multiple manufacturer's representatives who tried to program her but they could never get it where it felt right. A new rep. Thought they got it where they thought they could live with it, so the patient went out to her car. By the time she walked across the medium sized parking lot it jolted her so much she couldn's stand it. She made an appointment, and went back in and said take it out. The patient stated nobody could seem to get it like the first rep. Did after it was put in. As a result the patient had the device explant and had scar tissue from where it was taken out. The healthcare provider (hcp) reported the patient had their spinal cord stimulator taken out in 2010. Relevant medical history includes other chronic/intract pain (trunk/limbs).